Event description:
The customer reported twenty-three (23) false negative results with the idnow covid-19 assay performed on various dates involving various lots. This MFR. Report addresses test ten (10) of twenty-three (23) and lot 1064145 (total quantity: 14). The customer reported one false negative with the idnow covid-19 assay performed on a nasal swab sample collection date: (B)(6) 2022. Confirmation testing (platform: core lab) on a nasopharyngeal swab sample collected on (B)(6) 2022 in viral transport medium generated a positive result. Per the customer, no additional information will be provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4) inc. On retained kit lot 1064145 with internal positive quality controlsamples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot 1064145, test base part number 190-430 / lot 1064145. The lot met the required release specifications. (B)(4). Abbott diagnostics (B)(4), inc. Was unable to determine the exact root cause of the reported issue; however, a possibleassignable root cause is patient sample interference. Substances in the sample itself may have interfered with the reaction. Reference MFR. Reports: 1221359-2022-04350- 1221359-2022-04372.